Event description:
Event description guidant received information that this pacemaker during the implant procedure, as the pocket was being closed, could not be interrogated. Three different wands and three different programmers were attempted, with no success at interrogation. The device was explanted. The field clinical representative successfully established telemetry and interrogated the device prior to implant, and immediately after it was explanted.